Event description:
It was reported to philips that the xl+ paddle is broken. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the paddle was broken. The fse evaluated the device on site. It was determined that this was a malfunction with the paddle. The fse replaced the paddle to resolve the reported issue. Upon receipt at philips the paddle will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the paddle to resolve the reported issue. Upon receipt at philips the paddle will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time.